Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a motor error alarm and keypad anomaly. While troubleshooting for the malfunctions, the customer reported that they had been hospitalized three times with diabetic ketoacidosis. The customer's blood glucose during the incident was 625 mg/dl. The customer was treated with syringe. Customer reports they have contacted their hcp regarding the high blood glucose. The customer was wearing the insulin pump during the hospitalization. Customer first started noticing the buttons were getting hard to mash. The insulin pump is being replaced due to keypad anomaly. The insulin pump will be returned for analysis.